Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on information available at the time of the initial report submission. In addition, a correction to the non-reportable device evaluation observations is being made: the scope connector (sc) cover unit was deformed (with venting connector deformation). The connecting tube was scratched. The switch button 3 did not work. The bending angle in the up direction did not meet the standard due to wear of the angle wire. The light guide tube had indentation and the two protectors had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to light guide tube during user handling of the device, which caused an abnormality in the image sensor unit and blackout screen temporarily occurred. However, a definitive root cause could not be determined. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." The suggested event is preventable by handling the scope in accordance with the instructions for use which states: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the no image issue was not confirmed. The following events were also identified and are as follows: (a.) The scope connector cover had a crack, (b.) The angulation at the insertion section angle wire had wear, (c.) The switch button 3 had a crack, (d.) The insertion tube buckles, and had coat peeling issues, (e.)and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope screen had blackout. The reported problem was found during the bronchoscopy procedure. The facility finished the procedure using a similar device. There was no delay. There was no patient or user harm associated with the event, and the patient was not under sedation.